Manufacturer narrative:
Additional narrative: patient¿s age/date of birth and weight are unknown. Date of post-operative infection development is unknown. This report is for one (1) unknown tibial nail. Part and lot numbers are unknown. Without the specific part and lot number, the UDI is not available. Complainant device is not expected to be returned for manufacturer review/investigation. Unknown, as specific part and lot numbers for tibial nail is not provided. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent removal of a tibial nail on (B)(6) due to infection. The tibial nail and two locking screws were originally implanted on an unknown date. During the removal, the reamer shaft broke on a screw that was in the patient after taking out the tibial nail. Reaming was finished and all fragments of the shaft were easily removed. The tibial nail was not replaced with any other device. The surgery was successfully completed with no delay. The patient outcome was reported as fine. This report addresses the postoperative hardware removal due to infection. The intraoperative issue that occurred during hardware removal surgery has been captured under linked complaint com-(B)(4). This report is for one (1) unknown tibial nail this is report 1 of 2 for complaint com-(B)(4).